Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unable to fill reservoir and high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Troubleshooting for plunger rod hard to remove/unable to fill reservoir was performed. Customer advised when they removed the plunger rod all of the insulin came out. Customer was advised that a replacement reservoir would be sent out. Customer threw away reservoir and was unable to send it back for analysis.